Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. The phaco handpiece was not returned for evaluation. With the information obtained, the customer reported event was unable to be confirmed. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the handpiece did not produce ultrasound and did not aspirate. The handpiece was replaced. There was no patient impact. Event details are unknown. Additional information has been requested.